Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered one shock as inappropriate therapy due to oversensing of noisy signals. The cause was the patient touched faulty electrical equipment. Patient was instructed to not touch the equipment. X-ray imaging was performed and system impedance measurements were taken and no issues were found. This device remains in service. No additional adverse patient effects were reported.